Manufacturer narrative:
B3. Date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump shut off on a patient use due to system connectivity issue. There was a patient involvement and there were no additional adverse consequences reported. Pump shut off during patient use will interrupt therapy and potentially impact patient if the failure mode reoccurs.